Event description:
I had essure coils placed in (B)(6) 2013. Since having these placed, I live with constant pelvic pain, painful sex, and irregular bleeding. The pain is excruciating when I ovulate, the pain remind me of when I have had kidney stress in the past. I am left in bed due to the pain. I also have very heavy periods and am now having two periods per month. The essure coil on the left side of my body moved, and is now in my fallopian tube and uterus. In (B)(6) 2016, I was diagnosed with renal cell carcinoma requiring me to have a partial nephrectomy. I also live with multiple sclerosis. Over the past two years, I have had a decreased in cognitive function and increased brain fog, although my ms is stable and the mris show no new or active lesions. I am now requesting for my ob to remove these coils in light of the new warning, people with autoimmune disease should not have them inserted.